Event description:
The account alleged that the hi/low function is drifting.

Manufacturer narrative:
The account found grease build up on the hi/low drive brake assembly. The account cleaned the hi/low drive brake assembly to repair the bed.